Manufacturer narrative:
A ge oec service representative investigated the issue and found the issue was from a droop in facility power from the a/c outlet. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had both monitors go blank and alarm sounded from workstation.